Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID not working intermittently. A technical support specialist (tss) deployed the es lumidigm bio ID hotfix package (version 9.6.41540), which was successfully applied followed by a station reboot. Post-deployment, the customer was contacted and requested to validate the bio-ID scanner functionality to confirm whether the issue is resolved. However, due to lack response from customer tss closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier intermittently did not scan. The customer mentioned that this issue occurred after an upgrade and that the biometric identifier was blinking and not scanning at all. The customer also stated that they had to reboot the stations to trigger the biometric identifier. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.